Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer just finished medical procedure. Customer blood glucose values were 288 mg/dl and 266 mg/dl. The customer experienced symptoms such as tired. The customer was used auto mode feature. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.